Manufacturer narrative:
The balloon catheter afapro28 with lot number 92352 and the data files were returned and analyzed. The data files showed at least five applications were performed with the returned catheter without any issues or system notices on the date of the event. The data files showed at least another seven applications were performed with a non-returned balloon catheter afapro28 with lot number 66765 were performed with the returned catheter without any issues or system notices on the date of the event. Visual inspection of catheter showed the inner balloon had blood. Smart chip verification indicated the returned catheter was used for 5 injections. The catheter failed the performance test due to a persistent system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection showed a guide wire lumen breach and kink at 1.2 inches from the tip. The pressure test showed leak from the place of the kink. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.